Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded in an attempt to resolve the issue; however, a cartridge change error occurred with multiple cartridges. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 122 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged minimum fill issue could not be verified.